Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was confirmed on (B)(6) 2017. User did not use the continuous glucose monitoring (cgm) option of the t:slim g4 pump. Three cartridge change sequences were conducted on (B)(6) 2017. User made bolus requests without entering current bg levels, while still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 58 mg/dl. The cause of the bg level was unknown. Contact stated that it could be attributed to a number of factors such as an increase in physical activity, an over-correction due to user error, and possible exposure to hot water during a shower. Customer consumed juice and crackers to address bg level.